Manufacturer narrative:
The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. A review of the device history record of the product code/lot# combination was conducted with no findings. With no device return the exact cause of the reported event cannot be definitively determined based on the available information. (B)(4).

Event description:
The user facility reported that the deployed a 6fr vip and the footplate detached causing the patient to develop a cold leg. The patient was sent to surgery to remove the footplate and was stabilized. Patent is in good condition now. Removal of the footplate was successful. The condition of the patient was reported to be ok. Terumo medical received user facility medwatch (B)(4) on 3/12/2018 that reported the following. On (B)(6) 2018 the patient had a cardiac catheterization followed by the placement of a closure device 6fr. Angio-seal. Lot# 06081303, to the right femoral artery. The patient was found to have decreased pulses to the right lower extremity. Vascular surgery was consulted. CT scan showed occlusion to the right external iliac artery. On (B)(6) 2018 the patient had right external thrombectomy was performed with removal of a right iliac thrombus and angio-seal. The patient was discharged on (B)(6) 2018.